Event description:
It was reported that the handpiece overheated during use. There was patient involvement. At this time, it is unk if there were adverse consequences associated with the event. Multiple attempts to gather add'l info from the customer were unsuccessful.

Manufacturer narrative:
The handpiece has been received at the MFR for testing. An eval will be conducted, and a f/u report will be submitted after the quality investigation is complete.